Event description:
It was reported a catheter bond joint separated. The catheter remained intact. No pt injury reported.

Manufacturer narrative:
One 5f supreme ep catheter was received for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Visual inspection revealed a separation at the transition between the gray and black shaft. Microscopic examination revealed no elongation of the material at the separation site. Corrective action was initiated on 2/28/2007 to investigate catheter shaft separations.